Event description:
The customer reported that their olympus high flow insufflation unit was suddenly powering off and on, on its own. According to the initial reported, the unit was not inspected prior to use for the laparoscopic procedure. The procedure was completed using a second unit without any patient harm reported.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The additional reportable events were inadvertently left off the supplemental report. This supplement is drafted to correct the error. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Regarding the device shuts down during use and beeps, the cause is likely due to a failure of the main board. Regarding the problem with the front panel, and some segments of the display are missing, it is likely that the cause of the phenomenon was a segment omission due to a front panel failure. Regarding the corrosion of the connectors and rust on the base, it was not possible to determine the cause of the phenomenon. Olympus will continue to monitor the field performance of this device.

Event description:
Additional reportable events were discovered during evaluation: the device shut down during use and emitted a beeping alarm. The front panel is faulty and missing some segments on the display. The gas port is rusted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned where the complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cause of the phenomenon in which the device shuts down occurred due to a failure of the main board. It was not possible to identify the cause of the failure of the main board due to the lack of further information. Based on the results of the investigation, it is likely that the cause of the phenomenon was a missed segment due to a failure of the front panel. The definitive cause of the failure of the front panel could not be identified due to the lack of further information. Olympus will continue to monitor field performance for this device.